Event description:
It was originally reported that a patient death occurred, and the cause of death was unknown. Device interrogation done one day post mortem showed 254 high ventricular rates were collected by the device. At the last follow-up in november, 2005, the battery voltage was 2.78v and 688 ohm impedance with 100% pacing. Post mortem, the battery voltage was 2.74v and 2864 ohm impedance which implies the battery voltage is approaching eri. The device was later received for analysis with a report of questionable loss of output versus ventricular tachyarrhythmia. It subsequently tested out of specification during manufacturer's analysis. The cause of death has been requested but not yet received.

Event description:
It was originally reported that a patient death occurred, and the cause of death was unknown. Device interrogation done one day post mortem showed 254 high ventricular rates were collected by the device. At the last follow-up in 2005, the battery voltage was 2.78v and 688 ohm impedance with 100% pacing. Post mortem, the battery voltage was 2.74v and 2864 ohm impedance which implies the battery voltage is approaching eri. The device was later received for analysis with a report of questionable loss of output versus ventricular tachyarrhythmia. The cause of death has been requested, but not yet received.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: lifted output bond wires. The wire lifting occurred after the patient death. Interrogation of the device indicates the device measured a bipolar lead impedance value of 1421 ohms at time stamps prior to the reported patient death. These values indicates the device was functioning at the time of pt death. The impedance values measured prior to the patient's death indicate the battery wire bond connection was intact and it is believed that bending from the explant process or the application of mechanical shock after the device was removed could cause this population of bondwires to lift. Other: it was originally reported that a patient death occurred, and the cause of death was unknown. Device interrogation done one day post mortem showed 254 high ventricular rates were collected by the device. At the last follow-up in 2005, the battery voltage was 2.78v and 688 ohm impedance with 100% pacing. Post mortem, the battery voltage was 2.74v and 2864 ohm impedance which implies the battery voltage is approaching eri. The device was later received for analysis with a report of questionable loss of output versus ventricular tachyarrhythmia. The cause of death has been requested but not yet received. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device operated according to specifications; output, none. Other (an appropriate device code cannot be identified).